Manufacturer narrative:
E1/establishment name: (B)(6). The device was returned to olympus for evaluation and the evaluation found bending tube is deformed, connecting tube has coating peeling (1mm2 or more), due to a pinhole on bending section cover, water tightness is lost, adhesive on bending section cover has a chip, due to damage on channel tube, channel cleaning brush cannot inserted smoothly, connecting tube has a dent, venting connector under grip is shaved, indication on light guide connector is unclear, up/down angulation lever plate has a scratch, angulation lever has a scratch, grip has a scratch, scope cover has a scratch, control unit has a scratch, diopter ring has a scratch, eyepiece has a scratch, due to damage on channel tube, channel cleaning brush cannot inserted smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had the groove at the tip of the forceps misaligned, bad mouthpiece. The device was returned for evaluation. During the device evaluation, the following reportable malfunction of the coat of the image guide pipe is peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the defect was likely caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.2 ¿preparation and inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.